Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer found station on the basic input output system login screen. The station was powered off, and the electronic compartment was opened, where the serial advanced technology attachment cable for the hard drive was discovered to be loose. The cable was reseated, and the station was powered on and off several times, after which the medication application booted successfully. The customer then logged in and completed testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicated. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.